Event description:
In 2003, the facility nurse contacted the MFR's clinical specialist mgr (csm) regarding a pt that was experiencing bleeding around the needle site during and after treatment. The MFR's csm reviewed the MFR's troubleshooting guidelines (i.e., correct needles, reseating, taping needle lines and buttonhole alignment etc.) With the facility nurse. The MFR's csm recommended having the staff re-access the buttonhole, and if needed, realign the buttonhole. Two days later, the facility nurse informed the MFR's csm that moving the buttonhole did not resolve the bleeding around the needle. The MFR's csm suggested reseating, land marking, and try again as starting a new buttonhole can cause bleeding from the sharp needle stick. The facility nurse stated that the pt was not on anti-coagulant therapy. The MFR's csm suggested a dye study be performed to insure integrity of cannulas. One week later, the MFR's csm contacted the facility's nurse to follow-up on pt/device status. The facility nurse stated that they did not perform a dye study as suggested. The MFR's csm informed the facility nurse that she would request that a clinical specialist go to the facility to assess the situation. It was also noted, when this facility's staff called regarding poor flow, administering anti-thrombolytic agent, bleeding issues etc., which could have been and were easily resolved over the telephone, the facility's staff has been reluctant to follow recommendations/suggestions. They were not open to suggestions to resolve the issues, and were not utilizing training materials provided to them during initial training. Six days later, the MFR's clinical specialist contacted the facility nurse for additional info. The facility's nurse stated that a dye study had been performed and did not show a problem with the device. They also changed the buttonhole site, but were still having issues. The clinical specialist suggested to the facility nurse that they may not be getting the angle of the valve correct when trying to cannulate. She instructed them to stand in front of the pt to see the valve was tipped, and suggested that this may give them a better view on how to cannulate the pt. The facility nurse stated that the pt was not bleeding at the present time. She went on to state that the physician had gone in, pushed hard on the needle, turned the needle in a whole circle, and the lines were reversed. They were running the pt at a slow blood flow rate. The nurse expressed some concern because the physician went in and reseated the needle by pushing more (a full circle) than the recommened quarter turn. The nurse also stated that they were unable to find the troubleshooting guidelines, the MFR's clinical specialist stated that she would send some to her. Two days later, the MFR's clinical specialist contacted the facility nurse for additional follow-up on pt/device status. The facility nurse informed the MFR's clinical specialist that the pt was sent back to their home where their chest became red and as a result, the pt went to the hospital where they expired (exact date not provided). No further details were provided at this time.